Event description:
The customer stated that the insulin pump continues to alarm during the rewind. Advised the customer that the insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed during the rewind, due to an out of phase motor encoder signal.